Event description:
A pt reported blood glucose results of 144, 121 and 94 with a lifescan meter, performed within 10 minutes. Based on statistical methodlogy, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.